Manufacturer narrative:
Returned to manufacturer date unknown. The investigation date has been used for this field. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes pushed off from the holder.